Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 48245 occurred and could not be recovered with a power cycle of the system. The customer elected to convert to laparoscopic surgery as replacing a new lamp module did not resolve the issue. The led of illuminator was amber and turned to red when they turned on the lamp. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the lamp hour, and it showed 9999. The tse had them prepare another lamp module, but there was no backup product at that time. The tse notified the customer to use a third-party illuminator for the following procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the illuminator initialized without error. The customer indicated that the conversion did not result in increasing port size incision or adding additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During field evaluation, the fse conducted an inspection and found the illuminator was not working. Errors 48247, 48244, and 48245 are displayed in the error logs. The customer refused the service on the system and elected to use a third-party product. The complaint was confirmed based on the field evaluation.